Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increase in right ventricular capture threshold was observed during follow-up in clinic. Upon fluoroscopy, it was noted that the helix was not extended and physician believes this may have been the cause of the rise in threshold over time. Lead was capped and replaced on (B)(6) 2019. Patient was stable.